Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse lithium ion battery (sn (B)(4)) with four green leds illuminated was inserted in an autopulse platform and displayed a "replace / recharge battery" message. Following this, the user inserted another battery into the platform and no further issue was observed. The platform operated as intended. No impact or patient consequence was reported. No further information was provided.